Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va090j6, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Follow up information received from the patient reported that they had no concerns with their device therapy. If additional information is received, a follow up report will be sent.

Event description:
It was reported that 2 days prior to the call patient started having "real bad" pulsating feelings in her pelvic area and she could not hardly sit down because of it. It was suggested by health care provider that the stim might be turned up too high. Additional information received later indicated that patient since her last call she went from having painful/uncomfortable pulsating stim feelings to having none at all. The patient reported stimulation was at 3.0 on program 2 however did not see lightening bolt icon. The patient turned stim back on again but she was still not feeling any stimulation sensation when sitting or standing. The patient increased to 4.0 but did not feel any stim sensation so decreased back down to 3.0. And was concerned that on previous call she was having problems with stim pulsation being too high and now she was not feeling any stim sensation. There was no fall or trauma reported. A follow-up report will be sent if additional information becomes available.